Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection reflin (1g per day, route not reported), injection tobramycin (40g once daily, route not reported) and injection heparin (dose, frequency and route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.